Manufacturer narrative:
Section a2, a3, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - catalog #, expiration date, UDI #, serial #: unknown/not provided. Section d6a: if implanted, give date: not applicable as this is not an implantable device. Section d6b: if explanted, give date: not applicable as this is not an implantable device. Section e1 - email address: unknown, as information was requested but not provided. Section e1 - establishment name and address: unknown, as information was requested but not provided. Section e1 - telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the lot number was not provided. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient with medical history of pseudo-exfoliation glaucoma cataracts underwent a minimally invasive glaucoma surgery and clear lens exchange in a clinical study on (B)(6) 2024 during which johnson and johnson products were used, a zcb00 model intraocular lens (iol) and healon 5 pro viscoelastic. There were no surgical complications during the procedure. No surgical interventions were required. A one day (B)(6) 2024) post operative assessment showed that the patient had an elevated intraocular pressure (iop) of 58mmhg which was an increase of 25mmhg from the patient's baseline reading. A second iop was measure in the same visit and the results were 55mmhg which was an increase of 22mmhg. The surgeon carried out a wound burp on the same day. A one week (B)(6) 2024) post operative assessment showed the iop was now 27mmhg down -3mmhg from the baseline reading. The visual acuity was captured using the snellen chart. The patient's best corrected visual acuity (bcva) was 20/63. Ocular findings were cornea edema with no intervention required. A six month (B)(6) 2024) post operative assessment showed the iop was now 16mmhg down -17mmhg from the baseline reading. The visual acuity was captured using the snellen chart. The patient's bcva was 20/40. There were no ocular findings. The surgeon indicated that the initial increase in iop found one day post-operation could have potentially been sight damaging. The surgeon believes that this issue could be related to the use of healon 5 pro during the procedure. The wound burp carried out on (B)(6) was successful as the symptoms of iop resolved by (B)(6) 2025. No further information was reported.

Manufacturer narrative:
Corrected data: on 8 august 2025, confirmation was received that the correct awareness date for this complaint was 27 june 2025, not 16 july 2025 as provided in the initial MDR. Original MDR should have the following information: section g3: date received by manufacturer: 27 june 2025. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.